Event description:
It was reported that during a surgery using the excelsius 3d it gave "excelsius 3d error code 17 x ray generator error." They went to do a spin for si fusion and this code popped up. They also got the following messages; "system is unable to acquire image due to the following reasons: reason #1: x-ray generator error. If problem persists for more than 1 min, reset x-ray on the settings page. If the problem continues, contact service. Reason # 2: the x-ray generator is not ready. System is attempting to remedy. If unfixed, reset x-ray in settings. Contact service if the problem persists. Reason #3: the x-ray generator has experienced the following errors): error 17: fillament system.. System is attempting to clear. If unfixed, reset x-ray in settings. Contact service if the problem persists." They had to cancel the surgery due to these messages, the patient was already under anesthesia.

Manufacturer narrative:
It was reported to globus medical that after the patient was under anesthesia, the case was canceled due to generator 17 errors. This evaluation has been associated with a field service work order. Any applicable parts will be returning to the methuen imaging, navigation & robotics (inr) site, and be processed there. The work order states that there were multiple issues identified on the system. The x-ray tube failed with error code 17, the filter ladder was non-operable due to a failed collimator, and a detector panel error was also present. The field service engineer was able to replace the x-ray tube, collimator board, and the panel detector fiber-optic cable. All required calibrations were completed and the system is now fully functional. There were no reported adverse effects to the patient. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.